Event description:
It was reported that the tecnis simplcty intraocular lens (iol) malfunctioned. There is no indication of patient injury and the lens has been wasted. No additional information was provided.

Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. Date of event: unknown as information was not provided. If implanted, give date: unknown as information was not provided. If explanted, give date: unknown as information was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one other complaint has been received for this production order number, but it is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction info: based on further review, codes 3331 and 4109 were inadvertently omitted in the initial MDR 3012236936-2022-00280. The following sections have been updated accordingly: section h6: type of investigation: 3331 section h6: type of investigation: 4109 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.